Event description:
Procedure: unknown. According to the reporter: the clip was fling away suddenly, before it was applied to the tissue and fell into the patient's cavity. The clip was retrieved. Surgical time was extended by more than 30 minutes due to the product problem and the incision was extended by more than 1 inch (2.54cm) due to this problem.

Manufacturer narrative:
(B)(4).